Event description:
During a ptca/stenting procedure, the shaft of the liberte' monorail stent delivery system fractured. The physician successfully deployed the liberte' monorail stent, however, upon removal it was noted that the shaft had fractured. The delivery device was removed without incident and the procedure was complete. Pt status is listed as "excellent".